Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported fluctuating blood glucose (bg) levels and frequent lows over the past week. The agent explained that the ilet may take two to four weeks to fully adapt to new users and recommended scheduling additional training once system access is restored. The lowest blood glucose (bg) recorded was 54 mg/dl, and the highest was 387 mg/dl. Bg was corrected through the ilet. Symptoms during the low included disorientation. No medical intervention was reported at the time of call.